Event description:
It was reported that the positioner was moving on its own with no command. The behavior was attributed to a defective positioner cable. It was not confirmed whether the malfunction occurred during a clinical procedure. No adverse event was reported.